Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of complication of device insertion ("she only has one coil in one of her fallopian tubes.") In a 28-year-old female patient who had essure (batch no. He0134a) inserted for female sterilisation. On (B)(6)2018, the patient had essure inserted. On (B)(6)2018, the patient experienced complication of device insertion. Essure treatment was not changed. At the time of the report, the complication of device insertion outcome was unknown. The reporter considered complication of device insertion to be related to essure. Amendment: the report was amended on (B)(6)2019 for the following reason: case was downgraded from incident to other event case. Event device dislocation was recoded to device insertion failed. Meddra llt was updated. No new follow-up information was received from the reporter.

Event description:
Ntaneous case was reported by an other health professional and describes the occurrence of device dislocation ("she only has one coil in one of her fallopian tubes.") In a (B)(6) female patient who had essure (batch no. He0134a) inserted for female sterilisation. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.